Event description:
It was reported that a spectrum infusion pump failed flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. A review of event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.